Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Incorrect closing summary attached to previous follow-up. Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers received. Litigation alleges the patient suffers from pain, limited mobility, and chronic dislocations. Although litigation also alleges that patient has experienced corrosion and friction wear, causing metal ions to be released into patient's bloodstream, it is likely that they are referring to metal-on-metal wear rather than actual corrosion.

Event description:
The patient was revised to address pain and dislocation. During revision the ha coating was missing from the exposed portion of the femoral stem.

Manufacturer narrative:
Additional narrative: the investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 10/7/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated instability and the ha coating was gone from the stem. There was no mention of corrosion or dislocation. No part/lot has been provided. No labs were provided for the alleged high metal ions. There is no new additional information that would affect the existing investigation. The complaint was updated on:10/28/2015.

Manufacturer narrative:
The patient was revised to address pain and dislocation. During revision the ha coating was missing from the exposed portion of the femoral stem. Update rec¿d 06/03/2014- the patient's medical records were received. (B)(4). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, it is unlikely the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.